Manufacturer narrative:
Returned device was received good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the analysts were unable to duplicate the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error code lec 41171. There were no reported adverse events.